Event description:
A surgeon reported a patient experienced glistenings, which are affecting his vision, following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information requested by fax and mail on 03/18/2009 and by phone on 03/17/2009, 03/27/2009, 03/30/2009 and 04/02/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 04/10/2009.